Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The advocate stated that the event occurred in (B)(6) 2019. However, no exact date was provided, therefore, event date captured as (B)(6) 2019 in the report. The model was not provided.

Event description:
An advocate from (B)(6) reported communication problems with their contour next link 2.4 meter and the connected insulin pump. It was reported that while the patient was at kindergarten, the meter gave a message that the insulin bolus could not be sent, however, the pump did deliver an insulin bolus. A further bolus was then administered manually. The amount of insulin bolus administered is unknown. No hypoglycemic symptoms were reported and the patient was given carbohydrates. The amount and type of carbohydrates is unknown. The customer also reported a second similar event, whereby the meter reported that the insulin bolus could not be sent which was in error and a manual bolus dose was also administered. No further event details were provided. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the advocate.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.